Manufacturer narrative:
The t:slim g4 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 316 (mg/dl) for 2 days. Customer changed supplies and administered boluses with the pump to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer uses u-500 insulin in the pump cartridges. Customer indicated that their bg levels were steadily declining. Recommendation was made to consult with health care provider to discuss diabetes management.